Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pump error 23 occurred. Blood glucose was unknown. Troubleshooting was performed. Customer was able to rewind the insulin pump but customer stated the alarm occurred immediately after a battery change. Customer also reported that power loss alarm was also occurred. The insulin pump will not be returned for analysis.